Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that one (1) motor drive unit got hot. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection performed by an authorized service center observed no issues. A functional evaluation performed by an authorized service center found that a hall circuit board had suffered electrical damage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include an internal short or component failure of the hall board. Based on this investigation, the need for corrective action is not indicated.